Event description:
The customer reported that the screen of their pump was not responsive, requiring multiple attempts to unlock and restart. There was no adverse impact on the customer's blood glucose level. No further troubleshooting was conducted, and the customer declined additional follow-up from technical support.